Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional evaluation: the investigation of the medullary cavity drill heads complained about has showed that indeed some of them show signs of corrosion. These visible traces can be easily removed mechanically. Therefore, we can be confident in inferring that this is a case of contact corrosion. Concerning the formation of rust, it can be said as a general rule that all materials, even so called stainless steels, have only a limited resistance to rust. This resistance to rust can only be guaranteed when the material is stored dry and without contact with other metallic objects. All contacts between metals in humid or wet conditions result in electrolytic reactions with ensuing contact corrosion. The present case has to do with normal signs of wear. Placeholder.

Event description:
It was reported that there was rust on the drill heads. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.